Event description:
It was reported that a female who underwent an unknown breast surgery with an unknown, silicone breast implant experienced unknown sided silent rupture postoperatively. As a result, patient scheduled for removal on (B)(6) 2022. Note: patient was part of the memory gel study in 2002.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 19, 2024 indicated that gel rupture problem was observed on (B)(6) 2024 for the left side. Patient ethnicity is caucasian. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 18, 2024 indicated that the patient left side was affected, and patient will have removal surgery on (B)(6) 2024. The suspect device identity revealed as cat: 3543257, lot:239295. The date of event was on april 10, 2024. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on june 12, 2024: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 325cc breast implant had a tear within an area of siltex cracking on the posterior view, measuring approximately 6 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 16, 2022 indicated that date of explantation re-scheduled for (B)(6) 2023. Manufacturer¿s reference number (B)(4).